Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Furthermore, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for "women's health services" and to get birth control. The patient's urine was tested on the fisher sure-vue hcg serum/urine cassette and obtained a positive result. The patient was sent for confirmatory testing on that day and obtained a negative result. Later that day, the same urine sample was tested x2 on the same lot of fisher sure-vue hcg serum/urine cassettes and produced negative results x2. The patient was determined to not be pregnant based on the confirmatory test result and was sent to another department at the facility. It is unknown whether the patient received birth control. There was no adverse event and not treatment was provided/withheld from the questionable rapid result. No further information would be provided. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false positive results. The customer was also advised that per the limitations section in the pi, a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg (6-7). Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out.